Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The insulin pump passed functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
Customer reported she was hospitalized with diabetic ketoacidosis. Customer's current blood glucose was 346 mg/dl, treated with manual injection. Symptom was amnesia. Customer does not recall the exact date the hospitalization occurred nor blood glucose. Customer reported she woke up normal, blood glucose rose continually, felt sick she threw up and customer's mother took her to urgent care. Customer was advised to call in to get a replacement device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.